Event description:
On (B)(6) 2025 - we were notified of a patient who passed away. Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. Frm-0089c was received indicating patient had pre-existing conditions and that the patient came in a "wheelchair due to bilateral amputee" and that a "nurse from the patient's long-term facility who verified bowel prep. Patient then swallowed the video capsule easily with a small amount of water. Patient then left via medical transport in same condition as arrival". The date of death was noted as (B)(6) 2025. After requesting the reason for the cause of the death we were informed that the cause was unknown. The patient had multiple comorbidities, she lived a long-term care facility and they did not know the exact cause of death." On (B)(6) 2025 - we were informed that the capsule procedure was administered due to the patient being anemic. To date, we are still waiting for additional information to identify the cause of the death.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who passed away. Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. Frm-0089c was received indicating patient had pre-existing conditions and that the patient came in a "wheelchair due to bilateral amputee" and that a "nurse from the patient's long-term facility who verified bowel prep. Patient then swallowed the video capsule easily with a small amount of water. Patient then left via medical transport in same condition as arrival". The date of death was noted as (B)(6) 2025. After requesting the reason for the cause of the death we were informed that the cause was unknown. The patient had multiple comorbidities, she lived a long-term care facility and they did not know the exact cause of death." On (B)(6) 2025 - we were informed that the capsule procedure was administered due to the patient being anemic. To date, we are still waiting for additional information to identify the cause of the death.